Event description:
"Surefit ground pad was applied to pt's hip and connected to cautery unit. The cautery unit kept alarming. Another 2 pads were tried with the same lot #, also another cautery unit. The alarm "monitor" alarm kept ringing. The dr removed polyps with cold biopsy without cautery. After the procedure a surefit pad from a different lot # was tried and it worked fine. The lot was pulled from the inventory.